Event description:
It was reported that the shaft detached. Left femoral access was obtained using a non-bsc 7fr sheath that went up and over the bifurcation, and was parked in the right common femoral artery. After crossing from above and below, dr. Had a non-bsc 300cm .014 guidewire that extended from the non-bsc sheath, through the superficial femoral artery (sfa) lesion, down the anterior tibial artery and exiting a small sheath in the patients right foot, where a hemostat was clamped on the wire to ensure wire access would not be lost. A 7fr wolf arterial thrombectomy catheter was advanced to the target location. While pinning and pulling the device to capture the clot, resistance was noted. While finishing the sleeve pull, and removal of the inner catheter, the shaft snapped in half. The catheter was then removed from the patient. A new device, same model, was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis completed. The 7fr wolf device and two reload sleeves were returned for analysis. Visual inspection of the wolf device found that the devortex shaft on the returned primary sleeve was severed and the catheter nylon tip appeared folded into the catheter tip port. The reload sleeves were loaded into the catheter, and both met resistance when inserting the black puller knob through the catheter tip. A sleeve pull was performed, and both reload sleeves met resistance when the black flaps on the tip section of the sleeve were pulled through the catheter tip.

Event description:
It was reported that the shaft detached. Left femoral access was obtained using a non-bsc 7fr sheath that went up and over the bifurcation and was parked in the right common femoral artery. After crossing from above and below, dr. Had a non-bsc 300cm .014 guidewire that extended from the non-bsc sheath, through the superficial femoral artery (sfa) lesion, down the anterior tibial artery and exiting a small sheath in the patients right foot, where a hemostat was clamped on the wire to ensure wire access would not be lost. A 7fr wolf arterial thrombectomy catheter was advanced to the target location. While pinning and pulling the device to capture the clot, resistance was noted. While finishing the sleeve pull, and removal of the inner catheter, the shaft snapped in half. The catheter was then removed from the patient. A new device, same model, was used to successfully complete the procedure. There were no patient complications.